Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The cause of the early battery depletion was due to high current draw from the device. The cause of the high input current could not be conclusively determined. No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmissions. Review of the transmissions revealed sudden premature battery depletion on the implantable cardioverter defibrillator. No intervention was performed. The patient was stable.